Manufacturer narrative:
The suspect device has been returned to olympus for evaluation. The investigation is in process. The device evaluation results identified: bending section cover glue stretched, during deep inspection bending tube pins peeling off which may have caused the stretched bending section cover glue, or can't be moved smoothly on bending tube. Bending function normal. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
The customer reported, ureteroscope had a circular swelling at the distal end (no leakage or vision problem) and reported it was impossible to remove the scope from the patient. The patient required a laparotomy to remove the scope. The patient was transferred from ambulatory to a three day hospitalization.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the bending section cover (a-rubber) became stretched during user handling, and the stretched part overlapped the a-rubber. This presented as circular swelling at the distal end of the device. However, the root cause of the event could not be determined. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿inspection of the endoscope - inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities.¿ ¿insertion - insertion of the endoscope -do not apply olive oil or products containing petroleum-based lubricants (e.g., vaseline®) to the endoscope. These products may cause stretching and deterioration of the bending section¿s covering.¿ ¿operation - warnings and cautions: operation -if significant resistance is felt during insertion due to an anatomical reason, do not insert or withdraw the endoscope with excessive force. Ureter injury, bleeding, and/or perforation may occur.¿ ¿insertion - when the ureteral access sheath is not used - hold the bending section or insertion tube close to the patient and insert it straight into the patient using slow short strokes. Otherwise, patient injury and/or endoscope damage may occur.¿ olympus will continue to monitor field performance for this device.